Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection error between the smart device and the g5 transmitter. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and a root cause cannot be determined.